Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that a patient developed an infection at the electrode site. The patient was hospitalized for a week then discharged as the infection resolved. Additional information received revealed that the patient may have the device explanted. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. Good faith attempts to obtain additional information have been unsuccessful to date.